Event description:
It was reported that a clearlink solution set would not flow. The customer stated that the set was spiked into a bag of unknown medication and would not flow; the nurse then squeezed the medication bag, and the set still would not flow. There was no visible damage to the set. This occurred during infusion in the ambulatory medical unit. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.